Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One used sample was returned to argon from the customer. A visual inspection was performed on the returned sample. The visual inspection established that there was no radiopaque band on the delivery catheter sheathe. This may be due to the i.d. Of the radiopaque band being over tolerance during swaging. This would allow for possible cracking in the band which may lead to detachment during procedure. It may also be possible that if the device was stuck at anytime and excessive force was used to retrieve the sheath, the radiopaque band has the possibility to be forced off during the event. Since this is the only complaint from this part and lot, this will be treated as an isolated occurrence so no corrective action will be taken at this time. However, argon will continue to monitor for recurrence.

Event description:
The atrieve was opened to use for evar procedure. The stent graft going to use for evar was endurant by medtronic. A 7f/100cmguiding catheter parent from medikit was inserted to the patient from brachial artery. To pull though, the atrieve delivery catheter was inserted to the parent guiding catheter and placed in the target area. And then, the atrieve snare was inserted to the guiding catheter. At that time, the physician noticed that the radiopaque band on the tip of the delivery catheter had come off in the blood vessel. It became unable to confirm the placement of the tip of the delivery catheter without the radiopaque band, therefore, the delivery catheter and the snare was removed. After the procedure, it was confirmed the detached radiopaque band remained and stayed at th 9 inside of the patient. The patient is stable and additional treatment for the remaining radiopaque band in the patient has not been taken.

Event description:
The atrieve was opened to use for evar procedure. The stent graft going to use for evar was endurant by medtronic. A 7f/100cmguiding catheter parent from medikit was inserted to the patient from brachial artery. To pull though, the atrieve delivery catheter was inserted to the parent guiding catheter and placed in the target area. And then, the atrieve snare was inserted to the guiding catheter. At that time, the physician noticed that the radiopaque band on the tip of the delivery catheter had come off in the blood vessel. It became unable to confirm the placement of the tip of the delivery catheter without the radiopaque band, therefore, the delivery catheter and the snare was removed. After the procedure, it was confirmed the detached radiopaque band remained and stayed at th 9 inside of the patient. The patient is stable and additional treatment for the remaining radiopaque band in the patient has not been taken.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
UDI related data quality updates only.